Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 300 mg/dl. She retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to customer for further troubleshooting. Product is not expected to be returned for eval at this time.